Event description:
It was reported that during a ureteroscopy procedure the tip of the fiber broke off inside the patient, the tip was retrieved. The procedure was completed with another fiber. There were no patient complications.

Event description:
It was reported that during a ureteroscopy procedure the tip of the fiber broke off inside the patient, the tip was retrieved. The procedure was completed with another fiber. There were no patient complications.